Manufacturer narrative:
The stopcock and syringe malfunction or leakage may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer reported probe leakage. The field service engineer replaced the syringe and stopcock which were attributed to the event. Instrument was fully operational and returned to service. No indication of patient or user harm. No delay to testing.